Event description:
The pt underwent endovascular repair of aaa with the ovation prime abdominal stent graft system on (B)(6) 2013. After deployment and filling of the aortic body graft, cannulation of the contralateral leg revealed that the guidewire had passed between the aortic body graft and the vessel wall. An angiogram indicated that the position of the sealing rings was distal to the intended landing zone and there was a proximal type ia endoleak present. The trivascular case supporter suspected that the guidewire was not retracted during the polymer fill. The physician decided to convert the pt to open surgical repair. The aortic body stent graft was explanted and the aneurysm was repaired using a surgical graft. Review of post-deployment images confirmed that the aortic body graft primary and secondary sealing rings are full and appear in apposition with aortic wall with no infolding noted. Based on the limited imaging available, it is not possible to confirm the presence of the reported type ia endoleak or the correct positioning of the guidewire during polymer filling of the graft. No root cause was identified upon inspection of the returned explant.